Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent moved distally on the balloon over the distal markerband, the stent was damaged across the whole length with stent struts misaligned, bunched and overlapping. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, I was noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, I was noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.